Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The issue caused customer's blood glucose to rise to 589 mg/dl. Customer addressed high blood glucose with a correction injection using manual insulin therapy. The customer reverted to an alternate method of insulin therapy.